Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Initial reporter & report source: country is (B)(6). The eagle eye platinum st catheter was infectious and not returned for evaluation, thus no returned product investigation was performed.

Event description:
It was a reported that during a therapeutic peripheral procedure, the manufacturer's catheter got stuck on the non-manufacturer's guide wire due to a kink in the guide wire. The physician cut the proximal end of the catheter as an attempt to remove the catheter from the guide wire without success, thus was removed as a unit. The procedure was completed with another device. The patient was discharged as expected with no patient injury reported. The adverse event is being submitted because the catheter was stuck on the guide wire and additional intervention was performed.